Event description:
It was reported that during an unknown procedure, the device did not work. There was no patient consequence.

Manufacturer narrative:
Date sent: 10/14/2008. Evaluation summary: the analysis results found that the device was received with a trocar inserted in the device, with the anvil in the closed position and with a reloaded in the device. The reload was received void of staples and with no damage to the spring cartridge lockout. The device was noted to have the clamping mechanisms damaged, no functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the yoke was found damaged. Although, no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.